Event description:
To whom, may help, I am (B)(6) and in a wheel-chair to at which I was giving a wheel-chair that upon (B)(6) 2017 the cross bar broke in half and crushed me in the chair in this crossbar. Facility knew that the wheel-chair was no good, but still they gave it to me to get around in. Also they have an inmate without medical license working on the wheel-chair the same day he worked on my wheel-chair this happen. I need help can you try to help if not please call my family and tell them what they need to do to help me. Please, I am in pain, lots of pain with a bad heart. Sorry on a lot of meds. My sister, mrs (B)(6), miss (B)(6). I don't know what else to do. God bless, (B)(6).